Event description:
A consumer reported that, following intraocular lens (iol) implant surgery, she is experiencing pain in the right eye, cloudiness in the left eye, and cannot focus when reading fine print. She has been to the doctor several times; was referred to another physician who indicated everything was fine; and was referred to have "her head scanned" to rule out brain tumors. On of the doctors suggested laser surgery for the left eye. She uses drops for the pain in the right eye. She agrees with the doctor that most of her symptoms are caused by dry eyes. Both surgeries were done two years ago. She has a competitor's lens in one eye and does not know which eye has which lens. She feels both lenses should be removed. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 11/05/2008.